Event description:
A customer observed positively biased total b-hcg results on a patient sample. The biased result was not reported to the physician. Biased results of the magnitude and direction observed might lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: the investigation showed that the results contradicted previous patient history. Upon retesting, the sample yielded results consistent with the expected results. The customer is performing appropriate analyzer maintenance, and no instrument malfunctions were identified. Qc results were acceptable on the days of testing. Calibration data was also acceptable. The root cause of the event is unknown.